Event description:
It was reported that during a routine thromboembolectomy procedure, the tip of a tuftex 4fr catheter separated from the main shaft and became lodged in the patient's right knee. The hospital indicated that the distal portion of the fogarty-type catheter detached during use while thrombus was being removed from the leg. The extent of patient injury is unclear; however, it was reported that a fasciotomy was performed to retrieve the separated tip. Interventional radiology (ir) was also involved to assist in locating the detached catheter fragment. It is unknown whether the device was inspected prior to use.

Manufacturer narrative:
The device was not returned for investigation; however, the provided x-ray image confirmed the reported issue and appeared to show the detached tip in the right knee. It could not be determined whether the separated tip resulted from handling during the procedure or from contact with the thrombus during the operation. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.